Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart at the cannula, while the patient was standing. The site location was at right side of the abdomen, next to the belly button and the pump was on the left side of the abdomen. The infusion had been in use for 3-4 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.